Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the hospital complaining of diaphragmatic stimulation. The patient's right ventricular (rv) lead dislodged and had no capture. Imaging determined the lead perforated the right ventricle and there was pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.